Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. It is the customer's policy not to provide patent information.

Event description:
It was reported that a suspected over infusion of alteplase occurred in the emergency room. There was no patent harm.

Event description:
It was reported that an over infusion of alteplase occurred in the emergency room. There was no patent harm. It was then reported by the customer that their internal investigation revealed the over infusion event was due to a programming error. Although requested, additional information was not provided.

Manufacturer narrative:
Correction on initial report: b.3, d.4, d.11 & h.4 as the customer provided information on the specific device involved in the event and clarified the event date. Additional information provided: b.5 & d.11. No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.